Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open subtotal gastrectomy, at gastrojejunostomy, the device did not fire and the green button was pressed but the surgeon was unable to squeeze the handle. A new product was opened to complete the case and resolve the issue. There was no patient injury.